Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the light guide rod lens was chipped, the distal end scope cover was chipped, the bending section cover glue was chipped, the vending tube was shortened, the metal braid of the bending tube had a cut wire, the connecting tube was scratched, paint was peeling on the suction cylinder nut, the up/down knob was scratched, there was play in the up/down and right/left knobs, angulation of the up/down and right left knobs was reduced, the image was tilted, and the air/water flow was reduced due to the clog. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that when washing the evis exera iii colonovideoscope, the machine showed a "too high pressure, yellow channel" as an error message. The customer tried washing instruments in different machines, washed the instruments manually, and checked that nothing was visibly broken on the hoses in the washer. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the nozzle was clogged with foreign material, though the material could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.